Manufacturer narrative:
Onsite testing conducted by a spacelabs field service engineer confirmed the equipment performed to specifications. Additionally, the unit had passed a pre-check that morning. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on (B)(6) 2015 at approximately 5:45 p.m., the bellows of an arkon anesthesia machine went to the bottom during a case and remained there despite the addition of fresh gas demonstrating that the ventilator mode of the unit was non-functional at that time. No one was injured as the result of this event. Bag mode was used instead of ventilator mode. After the unit was moved, ventilator mode was re-tried and it was successful.

Manufacturer narrative:
A review of the service logs by a spacelabs product support specialist noted a loss of volume delivery at the time of the reported event. Coincidentally, the device was being moved which may have caused a transient patient circuit disconnect. No trouble could be found with the device when inspected onsite by a spacelabs field service engineer (fse). The fse also performed a full planned maintenance checkout and all tests passed. The reported problem was not reproducible. This report is considered final and the issue closed.